Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a routine device check, mode switches and atrial high rate episodes were noted, however the episodes did not have an electrogram (egm) associated with them. While walking through the programming, it was noted that the mode switch was programmed on, however the data collection was set to "high rate" under detection settings instead of mode switch. The clinician complained that this should be non-programmable, and subsequently cleared the high rate status on the data screen to force the collection back to mode switch. The device remains in use. No patient complications have been reported as a result of this event.